Manufacturer narrative:
Evaluation codes, results, corrected data: previously submitted MDR indicated that a device malfunction occurred; however, the diagnostic test performed according to specifications. Evaluation codes, conclusions, corrected data: the event was the result of user error.

Event description:
During a review of the patient's programming history in the manufacturer's database, it was observed that on (B)(6) 2011 a generator diagnostics test was performed, which reset the generator parameters. All the parameters except for the magnet pulse width were corrected on that same date before the patient left the visit.

Manufacturer narrative:
Analysis of programming history.